Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported an energy auto firing issue, although not present in the operating room (or) at the time. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested inspecting the vision side cart (vsc) drawer for potential foot pedal issues or removing the foot pedal connection from the rear side of the integrated electrosurgical unit (iesu) or erbe. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) had customer to check the foot tray assembly and remove the energy cables. The customer found that dust had accumulated under the foot tray. After cleaning the foot tray assembly and replacing the energy cables, the issue was not replicated. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.